Event description:
Per communication from pt's nurse, "pt's current curlin pump was malfunctioning at our infusion visit (B)(6) 2025 and we had to infuse medication via rate-control tubing. The pump read "error code: 20.0, empty lithium battery, call provider". Troubleshooting the pump was unsuccessful but I was able to calculate appropriate drip rates and infuse the pt without it." Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 30gm. Gammagard liq soln indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; selective deficiency of immunoglobulin g [igg] subclasses; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.